Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope gvm monitor, catalog: 0570-0338, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a titanium su, lopro s3, the blade displayed a flickering image. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.